Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of abdominal aneurysm repair. The following adverse events were observed: femoral-femoral crossover bypass after a failed local fibrinolysis, iliac artery dissection, open conversion, dysfunction of the percdysfunction of the perclose/proglide system retrograde type b dissection, endograft limb thrombosis and occlusion, access vessel complications.